Manufacturer narrative:
A ge service representative performed an onsite investigation. The fuse on the workstation was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitors tripped the circuit, and the workstation would not boot up. No patient injury was reported.